Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The patient's implantable neurostimulator was malfunctioning and was explanted. No further information was provided. Additional information has been requested. A follow-up report will be sent if additional information becomes available.